Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0013186809 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 7.75 inches from the tip. Visual inspection of the handle area was performed. The inspection identified the handle shells were not fully locked together. The native dilator was not returned with the sheath. In conclusion the sheath failed the returned product inspection due to the shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sheath handle of the sheath 12fcc13 flexcath contour 12f opened longitudinally during the procedure. The sheath was repalced to resolve the issue. No patient complications have been reported as a result of this event.